Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for a pacemaker exchange, the plasmablade device was opened and staff reported that the coating was peeling of the device tip. There was no patient impact reported.

Manufacturer narrative:
Product analysis #234004710: brief description of complaint: during pre-op for a pacemaker replacement procedure, the plasmablade¿ coating was peeling off. The blade was replaced with another blade and the procedure was completed with backup products. Investigation conclusion: the reported issue was confirmed. The electrode glass insulation coating is peeling/flaking and is detached from the blade in multiple areas. However, it cannot be determined what caused the damage to the electrode insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for a pacemaker exchange, the plasmablade device was opened and staff reported that the coating was peeling of the device tip. There was no patient impact reported.